Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy 202 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the following issues were found, deteriorated top casing, worn out air filter, pca interface errors, valves does not close properly in each cycle, deteriorated filter housing and errors in the pca sensor. The following parts were replaced to address the issue: air filter, filter housing, top casing, pca interface, pca sensor and valves. The sensor was calibrated, and the device was configurated to factory.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.